Manufacturer narrative:
Medical device type: jka / fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "material no. 367344, batch no. 8276889''. Customer left voicemail for call back. Spoke to him (B)(6) 2019. He stated "hole connecting to needle is leaking blood". This was reported 3x at 3 different locations as he manages all locations. Unused product is available for investigation. No blood exposure reported. Incident 2 of 3."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "material no. 367344, batch no. 8276889. Customer left voicemail for call back. Spoke to him 03/21/2019. He stated "hole connecting to needle is leaking blood". This was reported 3x at 3 different locations as he manages all locations. Unused product is available for investigation. No blood exposure reported. Incident 2 of 3."